Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during insertion of the port, the tip got broken where the sleeves go into each other. The resulting splinters got into the abdominal wall. All splinters were removed with a time consuming search and a resulting delay. To continue the operation, a new product was used with no problem. The patient is well.

Event description:
It was reported that during insertion of the port, the tip got broken where the sleeves go into each other. The resulting splinters got into the abdominal wall. All splinters were removed with a time consuming search and a resulting delay. To continue the operation, a new product was used with no problem. The patient is well.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product weckvistaopticalport 5-10mmx100mm ridged lot # 73a1800111 was manufactured on 01/15/2018 a total of 552 pieces. Lot was released on 01/18/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 405910r weckvista optical port 5-10mmx100mm ridged for investigation. The returned sample was visually examined with and without magnification. Visual examination of the actual sample revealed multiple damages to the device. The distal tip of the port assembly was severely damaged as it was both cracked and bent. The distal tip of the laparoscope guide broke off from the metal shaft and was not returned. However, pictures provided by the customer confirmed that the tip was broken. The distal tip of the shaft of the laparoscope guide was bent outwards. R & d engineering was consulted , and it appears that there were two causes for the damages observed. The tip of the port assembly being bent indicates that the damage was caused by coming into contact with a heating element (most likely a cautery tool) that melted and warped the plastic. The cracked tip of the port assembly as well as the damages to the distal tip of the laparoscope guide appear to have been caused by a high force applied to the device. It could not be determined exactly what applied the excessive force to the device or why it occurred. Based on the observed damage, operational context appears to have caused or contributed to this event. A corrective action was not required at this time based on the observed damage, operational context appears to have caused or contributed to this event. The reported complaint of "tip of the trocar broke" was confirmed based upon the sample received. The device was returned with multiple damages. The distal tip of the port assembly was severely damaged as it was both cracked and bent. The distal tip of the laparoscope guide broke off from the metal shaft and was not returned. The distal tip of the shaft of the laparoscope guide was bent outwards. R & d engineering was consulted , and it appears that there were two causes for the damages observed. The tip of the port assembly being bent indicates that the damage was caused by coming into contact with a heating element (most likely a cautery tool) that melted and warped the plastic. The cracked tip of the port assembly as well as the damages to the distal tip of the laparoscope guide appear to have been caused by a high force applied to the device. It could not be determined exactly what applied the excessive force to the device or why it occurred. The device history record review showed no evidence to suggest a manufacturing related cause. Based on the observed damage, operational context appears to have caused or contributed to this event.